Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection, alarm log review and functional testing were performed. During the alarm log review and the power on self-test the low battery alarm was identified. The cause of the alarm was a depleted main battery. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The battery was replaced and the pump was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During on-site service, the baxter service technician identified a low battery alarm on a flogard infusion pump. Additional information is not available.